Event description:
It was reported that a critical alarm was heard for several days and confirmed by telemetry. The alarm was sounding due to a motor stall. The stall was intermittent. There were numerous stalls and recoveries noted. No resents, safe states, or early replacement indicators were noted on the event logs. The patient was asymptomatic. The pump was programmed with lioresal 2000mcg/ml at 594 mcg/day. No therapeutic magnets were being used. Review of the logs that least 16 motor stalls had occurred varying in length from 11 minutes to 20 hours 49 minutes. There was no recovery noted the last stall which had occurred 31 hours 41 minutes prior to the pump interrogation. Additional information reported that the patient did not notice any adverse effects. The pump was replaced. The patient recovered without sequela . The pump contained lioresal.

Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.